Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tiny piece of the blade tip could be still remaining inside the patient&#38112;body.

Manufacturer narrative:
This report is for an unknown nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2015, proximal femoral nail (jpfna) was used for a posterior a femur trochanter fracture. During the surgery, because of the difficult insertion of the blade, the surgery required the use of strong hammering. After insertion of the blade, the surgeon was unable to lock the blade. Therefore, the surgeon removed the blade, and it turned out the blade had chipped off. The procedure was successful by the use of a different-size blade. The surgeon post-operatively mentioned that the splinter might be remaining inside the patient¿s bone. The surgery was complete with a 15-minute delay. This report is for an unknown nail. This is report 2 of 2 for (B)(4).